Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A4 - patient weight added.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 1627487-2021-19262, 1627487-2021-19264, 1627487-2021-19265. It was reported the patient experienced ineffective therapy. Diagnostics indicated that one lead had multiple contacts with high impedance. In turn, surgical intervention may take place on a later date to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Event description:
Additional information received indicates the patient¿s l1 leads were explanted and replaced on (B)(6) 2022 resolving the issue.